Event description:
It was reported that during a photoselective vaporization of the prostate procedure, two fibers were attempted, but the fiber tip broke. The second fiber was used for 3min at 120w vaporization and 40w coag before the tip broke off. The procedure was completed with a third fiber. There were no patient complications. This report corresponds to the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-34575. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional testing of the fiber did not identify any signs of breakage; therefore, the reported allegation was not confirmed. Visual analysis identified that the outer tube proximal to the fiber tip was damaged. Mild devitrification was observed at the output window, and mild debris adhesion was present on the metal cap, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that procedural handling contributed to the observed outer tube damage. According to the device instructions for use (IFU), do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Based on analysis results, the interaction between the user and device caused or contributed to the identified outer tube damage. The reported break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified outer tube damage could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, two fibers were attempted, but the fiber tip broke. The second fiber was used for 3min at 120w vaporization and 40w coag before the tip broke off. The procedure was completed with a third fiber. There were no patient complications. This complaint corresponds to the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-34575.